Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using novolg insulin longer than the recommended 3 days per the tandem user guide. Tandem technical support educated the customer this is considered off label insulin use. The customer was taken to the emergency by a parent and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level that was displayed as "high", no specific value was provided, with moderate ketones that were identified as life threatening by a healthcare provided. The customer was treated in the intravenously in the ICU with fluids of saline and insulin. The customer was released on with no permanent damage and issue resolved on (B)(6) 2025. A systems check with tandem technical support verified the pump was functioning as intended.